Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On 14-nov-2019 it was reported that the patient experienced an infection a few weeks post op. There were no known environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was reported as the infusion system was explanted completely over a year ago. A new pump was implanted today. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.